Event description:
The customer reported that her blood glucose reached over 500 mg/dl less than a day after activating the pod. She noticed that the cannula had never deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine it's root cause. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged." And "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."